Event description:
Customer obtained result of 173 mg/dl on voicemate vsr system, and 60 mg/dl on accu-chek advantage system during the same test. She dosed herself with regularly scheduled humulin based on results. No adverse event reported. New system sent to customer and return requested.